Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected short bursts of non-physiological noise on the atrial lead two hours after implant. All lead measurements were normal. No adverse patient effects were reported. The device remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.